Event description:
The facility reports the pump has a broken door, found during biomedical testing. Although attempts were made to obtain additional information from the reporting facility, details were not available regarding the set up of the infusion device. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event. No additional contact information was provided.